Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. The edwards commander delivery system was not returned for evaluation. The device history record (DHR)was reviewed of the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. A review of the work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of a work order was performed and revealed no other complaints relating to the complaint codes. Since no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The label/instructions for use (IFU) training for the commander delivery system, device preparation and device procedure manuals were reviewed. No IFU/training deficiencies were identified. Per cautions: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Visually inspect all components for damage. Ensure the delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. Visually inspect device components for damage. Flush the introducer using heparinized saline through the guidewire lumen. Hydrate the length of the introducer and expandable sheath with heparinized saline to activate the hydrophilic coating. Flush the expandable sheath using heparinized saline through the flush port; close the 3-way stopcock. The complaint for "general risks - failure - delivery system leakage" was unable to be confirmed as neither the device nor applicable imagery was returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. There was no edwards defect, which could have resulted in the complaint was confirmed, no preventative or corrective actions are required. As reported through case notes, "when the balloon was deflated, the operator noticed blood in the inflation device." Without a returned device or imagery, the source of leakage is unknown. It was also reported that the patient had "heavy calcification on the mitral annulus". Calcification can present a challenging condition for the balloon during valve deployment. Calcific nodules within the landing zones can impinge on the balloon and compromise the balloon wall structure. It is possible that calcification in the patient's vasculature caused damage to the balloon and thus led to the reported event of leaking in the delivery system. As such available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for "general risks - failure - delivery system leakage" was unable to be confirmed. A complaint history review is not required. No manufacturing non-conformances inadequacies were identified during the evaluation. A definitive root cause was unable to be determined. However, available information suggests that patient factors (calcification) may have contributed to the event. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, neither corrective/preventative actions nor product risk assessment (pra) are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), post deployment with a 23mm sapien 3 valve in the aortic position, the operator noticed blood in the inflation device after deflation of the balloon. Since the paravalvular leak was mild, post-dilation was performed with a 23mm balloon catheter to make the valve placement secured. The procedure was completed with no injury to the patient.